Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Date of implant unknown). It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.